Manufacturer narrative:
One vial of test strip lot 258643-13 containing >10 test strips was received for investigation. The test strips and vial showed no defects. The returned test strips (258643-13) were measured with the current master lot coaguchek xs pt test strip. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter: marcumar 3: 2.6 inr, marcumar 4: 2.8 inr. Customer strips/retention meter: marcumar 3: 2.7 inr, marcumar 4: 2.8 inr. The maximum difference between measurements with the same blood sample was 4 %. The returned customer material and retention material complied with specification.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results from coaguchek xs plus meter serial number (B)(4). Of the data provided for 12 patients, only the results for one patient were a reportable malfunction. The result from the meter was 5.19 inr. Afterward, a venous sample was taken and sent to the laboratory using dade innovin reagent and the result was 2.95 inr. The medical personnel reported the meter result, but updated the result with the lab within half a day. No additional treatment was performed based on the meter result. There was no allegation of an adverse event. The therapeutic range was 2.0 - 3.0 inr. Relevant retention test strips (lot 194490-10) were tested in comparison with the master lot coaguchek xs. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.